Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with normal operating currents, no unexpected off no power, no low battery, no battery out limit and no failed battery test alarms during testing. The insulin pump passed the rewind, basic occlusion and displacement tests. The device was unable to prime at 2.5 pounds during priming test due to faulty force sensor resistor. The insulin pump did not have a blank display, motor error alarm or low reservoir alarm. The motor was able to pass the motor test. The device had a cracked lcd window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker. (B)(4).

Event description:
Customer reported via phone call motor error alarm and off no power without low battery indicator alarm on the insulin pump. Customer's blood glucose reading was 158 mg/dl. Troubleshooting for the off no power alarm was performed. Customer was advised to replace the device with a new battery and monitor the insulin pump. Troubleshooting for the motor error on the insulin pump was performed. Customer received motor error more than once in the last 30 days. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.